Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed and the air detector was dented. Review of the event history log showed occurrences of "cannot start pump" error messages. The visual inspection confirmed the reported issue. The investigation determined that the dented air detector was the cause of the issue. The air detector was replaced. Service history review found no evidence that the device had been serviced within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed alerting air in tubing. Patient not affected. No patient injury.